Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during routine check by customer the cs100 intra aortic balloon pump (iabp) was showing "no zero" error. There was no patient involved and no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site telephone), h6(medical device ¿ problem code). A getinge field service engineer (fse) states, visited the site and checked the machine. Crosschecked the pressure cable and pressure transducer kit with another. One which were found ok. Required pcb font end module for further testing. Visited the site and replaced the pcb front end module (0670-00-0668). Device passed the all functional and safety checks according to factory specifications. Device was returned to customer and cleared for clinical use.